Event description:
The data entry clerk reported an infusion pump with an 812:02 failure code that was found during biomed testing. There have been no reports of any pt incident involving this pump since the last baxter service event.